Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an unexpected dynamic shock polarity value that different from what was expected. The value appears to be corrupted and is self-correcting upon the device delivering therapy again. No changes were made to the s-ICD and it remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.